Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) device. The patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as it was kept by the medical facility.